Manufacturer narrative:
D.o.r.c. Was informed by the customer that complaint articles, two lenses, are not available for investigation. However, in connection with a similar complaint from the same hospital filed few days later (dorc reference number (B)(4) we received two lenses (with different lot number). These lenses are currently under investigation. The results will be included in the final report concerning incident (B)(4).

Event description:
2 lenses were dirty.

Manufacturer narrative:
An investigation will be initiated as soon as the complaint articles are received by d.o.r.c.

Event description:
2 lenses were dirty.